Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. Non-sustained rv lead noise episodes were observed. Reprogramming was recommended.